Event description:
It was reported on (B)(6) 2011, that it was thought that a previous pump that was implanted in the patient, had been replaced due to the occurrence of a motor stall. It was later reported that the removal of the pump, due to a motor stall, was confirmed. The type, concentration, and dosage of the medication used in the pump was not reported. The patient was "fine" as of the date of this report. Additional information was requested but not available as of the date of this report. A follow-up report will be filed if additional information becomes available.

Manufacturer narrative:
Catheter model 8709, lot # j11700r20, implanted: (B)(6) 2004.